Event description:
It was reported that there was a catheter break at the proximal segment, and the device system was explanted and replaced on the date of this report. A dye study was performed. The health care provider (hcp) got more drug with aspiration a few times when withdrawing the old drug for refill, but unsure of the exact amount. It was noted that the hcp was unsure of volume discrepancy at this time. The product issue was noted as resolved, but the cause of the issue remained unknown. No patient symptoms were reported. The patient status at the time of this report was "alive- no injury." The drug that was used via the device system was lioresal.

Event description:
Additional information received reported that the patient complained of intermittent spasticity. On (B)(6) 2014, the erv was 6.1 and the arv was 6.6. On (B)(6)2015, the erv was 10.4 and the arv was 13.0. The cause of the volume discrepancies was unknown, but they were not caused by the break in the catheter. In the reporter¿s opinion, these values did not represent a mismatch. The patient recovered without permanent impairment. The hcp routinely filled pump with the full contents of the ampules or syringes.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. (B)(4).